Manufacturer narrative:
The initial reporter's phone number: (B)(6). The initial reporter's facility name: (B)(6). The reported issue was confirmed. The root cause of the reported issue is due to a failed temperature cable. During evaluation, it was confirmed that there was a temperature discrepancy due to the connect cable to the patient probe. According to chatter, they did not have temperature cable to replace. Pm performed. Mixing pump, circulation pump, heater, and drain valves were replaced. The device underwent and passed testing after all repairs. A DHR is not required because the batch number of the product is unknown. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Based on the results of the investigation, no additional actions can be taken. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was an error in temperature measurement and preventive maintenance intervention in an arctic sun device. Per review of wo on 24dec2025, no patient impact reported, no patient identifier available. Per follow up information received via mail on 07jan2026, the issue would be investigated today on site. No patient involved. Based on evaluation findings on 12feb2026, unit worked appropriately. It was found that the temperature probe/cable was inaccurate.